Event description:
It was reported this was an arteriotomy closure of a calcified right common femoral artery using a prostyle device after a percutaneous coronary intervention (pci) procedure with a 14f sheath. A prostyle device as used, but when attempting to advance the knot, the suture was pulled out of the anatomy with a piece of the artery still attached. Therefore, a cut down was performed, and a covered stent and patch were placed to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, it is likely that interaction with the patient anatomy or friable femoral vessel contributed to the reported difficulty. The proglide instructions for use (IFU) states: for access sites in the common femoral artery using 5f to 21f sheaths. For access sites in the common femoral artery using 5f to 21f sheaths. For arterial sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The patient effect of vascular tissue injury is listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known. H6- medical device problem code 1494: indication for use.